Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a spaying procedure on a veterinary case, on the 12th post-operative day, patient was sent to the emergency hospital as omentum was herniated. On exploratory at the central portion, they reported that suture material was snapped at the mid incision while doing a simple continuous stitch. Patient undergone surgical repair that led to extended hospital stay. There was reported tissue damage and extended incision.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a spaying procedure on a veterinary case, on the 12th post-operative day, patient was sent to the emergency hospital as omentum was herniated. On exploratory at the central portion, they reported that suture material was snapped at the mid incision. Patient undergone surgical repair.